Manufacturer narrative:
Device summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to an defective power supply brick. The root cause for the defective power brick could not be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report her battery charger would not power on. The pt was issued a replacement charger/modem.